Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 for an infection that developed at the infusion site (abdomen) while wearing the pod between 4 and 24 hours. It was reported that the patient was unsure that the cannula was placed correctly in the infusion site and they reported this placement may have been the cause of the infection. The patient¿s blood glucose rose above 250 mg/dl (exact value not provided). The patient reported that the site was irritated and had bumps. The patient was diagnosed with cellulitis and prescribed a two-week course of an unspecified antibiotic. The patient was able to continue treatment by applying a new pod.

Manufacturer narrative:
The device has been received; however the investigation is not yet completed. Once the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Locked down/smartphone: lockdown, omnipod 5 software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The formed needle and bottom housing were inspected under magnification, no damages or manufacturing defects were observed that would contribute to the reported infusion site complaint. The cause of the reported event could not be determined. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.